Event description:
It was reported via repair work order that the brakes were not holding to specification due to broken caster tire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.